Manufacturer narrative:
Reference record (B)(4). The device manufacturer and lot number of the device involved in this complaint was not provided. Therefore, it is unknown if the device involved was abbvie branded tubing. Abbvie has chosen to report this complaint due to the potential that the device involved could have been abbvie branded tubing. The device involved in the event was not returned; therefore, a return sample evaluation is unable to be performed. Ileus is a known complication of a j-tube placement. If any further relevant information is identified or obtained, a supplemental medwatch will be filed.

Event description:
In(B)(6) 2017, a patient in (B)(6) underwent a procedure for the placement of percutaneous endoscopic jejunal tube. On (B)(6) 2017, the patient was hospitalized due to vomiting. On (B)(6) 2017, he died due to small bowel ileus. It was unknown if an autopsy was performed.

Manufacturer narrative:
Reference record (B)(4).

Event description:
According to the physician, the patient died on (B)(6) 2017 from sepsis in consequence of a both-sided pneumonia.